Event description:
Caller reported that the t:slim x2 pump battery was not charging, with a power source alert indicated in the history. There was no adverse impact to the customer¿s blood glucose level. Customer service instructed the caller to place the wall adapter in a working outlet for at least thirty minutes, and upon follow-up, the pump began charging successfully. No further issues were reported, but caller was advised to contact support again if the problem recurred.